Manufacturer narrative:
A system service check of the medrad® mark v provis injector, serial number (B)(4), was completed on (B)(6) 2021 which confirmed that the injector was operating within bayer specifications. The disposables that were in use during the procedure were discarded by the site. The customer was not able to provide the lot numbers of the disposables; therefore, testing of retained samples was not possible. Additional clinical applications training was provided on (B)(6) 2021. The site continues to use the medrad® mark v provis injector after the reported event. No further issues were reported.

Event description:
The customer reported the following: a (B)(6) year old female patient with a past medical history of copd was admitted to the hospital in preparation for cardiac surgery to repair an aortic arch aneurysm. The patient was intubated and sedated utilizing a combination of fentanyl, propofol and precedex. The patient underwent cardiac surgery in which the left common carotid artery was ligated and then attached to the left axillary and right common carotid arteries. After the surgery was completed, the following procedures were planned utilizing a medrad® mark v provis injector in the operating room: aortogram, left subclavian angiogram, teavr (thoracic endovascular aortic repair), embolization of the left subclavian artery, open repair of the right common femoral artery. When the contrast injection was initiated before the first procedure, the customer reported that no contrast enhancement was visible on the images displayed from the fluoroscopy monitor. The EKG monitor displayed st changes and the patient's blood pressure dropped. The procedure was stopped, and the physician prescribed norepinephrine (levophed), neo-synephrine and potassium to manage the blood pressure. The patient was reported to have suffered neurological consequences and, as per her advanced directive, was placed into palliative care for comfort and subsequently died three days later. The family declined an autopsy.